Event description:
Deflation of right breast implant, followed by bilateral removal and replacement with mentor. Bilateral capsulotomy and bilateral micromastia with chest wall asymmetry was also performed.